Manufacturer narrative:
Visual verification noted that the bolt on the side of the halo crown had become fractured along the threaded portion of the bolt approximately 5mm from the head. Device was then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surface to facilitate a more detailed investigation of the fractured characteristics of the part. Results show evidence of a quasi-static torsional shear failure that extends around the center of the shaft. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the 3d crown full assembly found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the 3-d halo crown system was conducted on the specific product code from this complaint as the product family does not exist for this system. It was noted that there were no reported complaints other than this one for issues associated with the bolt on the side of the halo crown becoming fractured. In this complaint there was no harm to the patient but potential may exist if the fault were to recur. Review of complaints found no significant trends. The root cause of the bolt becoming fractured cannot positively be determined. However, the sem analysis show evidence of a quasi-static torsional shear failure that extends around the center of the shaft. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received from the international affiliate: initial surgery (attached the device to the patient): (B)(6) 2013. The surgery was completed. The screw breakage was found. (Unknown detailed date). The broken part was fixed by using the yellow tape of the hospital. The device was removed from the patient on (B)(6) 2014. The cervical was recovered. No additional treatment was not conducted.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a screw on the side of the halo crown system broke off after a procedure. No adverse consequences to the patient were reported.